Event description:
It was reported that prior to a radiofrequency (rf) ablation procedure, the pacemaker was noted to be in rf telemetry lockout upon device interrogation. The device interrogation took slightly longer, and the electrograms (egms) were missing once the pacemaker was successfully interrogated. A programming change was attempted but was unsuccessful, as the pacemaker failed to be interrogated via both inductive and rf telemetry with an error message indicating loss of device communication, despite the inductive wand and programmer showing strong communication with the indicator lights. A magnet was placed over the pacemaker to enable doo pacing to complete the ablation procedure. Following magnet removal post-procedure, the pacemaker was successfully interrogated via inductive telemetry, with slow communication. The patient was in stable condition throughout.